Event description:
Complainant alleged that during biomed testing, the device displayed a "discharge fault 75" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a " defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted in the initial medwatch report. Please reference section b5. The device was returned to zoll medical united kingdom. During the investigation it was noted that the reported issue could not be replicated. Log files were reviewed by a zoll UK technician and defib fault messages were observed; the log files were not provided to zoll qa for independent review. The device passed full functionality testing without any issues. Based on the technician's log assessment, a precautionary replacement of the pd engine was recommended. The customer declined the repair estimate, and no repair was performed. As a result, the device has been labeled 'not for clinical use.' No emerging trend based on similar reports.